Event description:
Falsely depressed electrolyte (na/k/cl) results were obtained on a patient sample. The patient results were reported to the physician who questioned the results. A redraw was run and higher results were obtained in concordance with physician expectations. The original sample was repeated on the original dimension instrument and higher results were confirmed. Patient treatment was not altered or prescribed on the basis of the falsely depressed electrolyte results. There was no report of adverse health consequences as a result of the falsely depressed electrolyte.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely electrolyte (na/k/cl) results is an instrument malfunction. A siemens healthcare diagnostics customer service engineer was dispatched to the site. The system was evaluated and the integrated multisensor imt module pump and valves were replaced. The repairs were confirmed with acceptable quality control recoveries. The instrument is performing within specifications. No further evaluation of the device is required.